Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date the patient's blood glucose reading was at 481 mg/dl with symptoms of polydipsia, polyuria, nausea, vomiting and moderate level of ketones. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy with recent adjustments to the basal rate by health care provider. The reporter stated that there was an inaccurate delivery issue with the pump. Customer technical support agent reviewed the basal and bolus deliveries and determined that they are correct and as programmed. Review of potential causes for blood glucose issues revealed that the basal/temp basal settings were programmed incorrectly. The patient was referred to consult with health care provider for diabetes management. This complaint is being reported because the patient experienced severe hyperglycemia related to a use error in that the basal settings were programmed incorrectly.